Event description:
Patient's spouse report one of patient's cassettes (lot number and expiration date not provided) leaked causing her to run out of medication sooner than expected. Cassette return tracking information is not available. Photographs were not provided. No alarm reported. This is a continuous infusion. Set flow rate and volume delivered are unknown. Spouse states patient is titrating every 2-3 weeks. She had titrated too quickly previously and experienced fatigue and headache. She did not experience any side effects with her last titration about 1 week ago. Unknown if md is aware. No further information provided. Did the product fault occur while in use with the pt? Yes, did the product issue cause or contribute to patient or clinical injury? No, is the actual cassette available for investigation? Yes, upon return did we replace cassette? Yes, did the patient have another cassette to use? Unknown, if yes, was the patient able to successfully continue their infusion? Unknown, is the infusion life-sustaining? Yes, what is the outcome of the event? Resolved. Reported to (B)(6) by: patient/caregiver.